Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer had treated with manual injection to bring his blood glucose down. Customer's blood glucose value was unknown at time of call. Customer declined to troubleshoot for high readings. The customer stated she had serter issues and pump was beeping and notice the no delivery alarm. Troubleshoot was performed for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The product was not returned for analysis.